Manufacturer narrative:
A getinge service representative reported that no repairs have been done at the moment and no parts have been replaced; however, all functional and safety checks performed to meet factory specifications were performed, which all passed. The iabp was returned to the customer and cleared for clinical use, because the customer decided to use the iabp with a single battery. Additional information is being requested with regard to the repair. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a getinge authorized dealer's field service engineer (iabp) made a visit to a customer, and before use, when the cardiosave intra-aortic balloon pump (iabp) was turned on, the fse realized that the battery of the cardiosave intra-aortic balloon pump (iabp) was damaged, it did not fully charge. It turned on until the third led and even if it was connected to the a/c it did not fully charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site), h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
A getinge authorized dealer engineer was dispatched to investigate. The engineer evaluated the iabp unit and also found that the maximum level charge was 60% due to weak cell pov which prevents the battery from reaching full charge. Additionally, the engineer observed a message "battery failure" on the screen indicating that the battery was not registering in slot 1 with a red alert symbol. The engineer performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Notably, the customer decided to use the unit with a single battery until the replacement part is received. Additional information is being requested with regard to the repair. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. A getinge authorized dealer engineer was dispatched to investigate. The engineer evaluated the iabp unit and determined that the battery was damaged. The issue was resolved by replacing the battery and confirmed that the unit worked properly. The engineer performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge authorized dealer engineer was dispatched to investigate. The engineer evaluated the iabp unit and determined that the battery was damaged. The engineer observed that the battery turns on until the third led, even if connected to the a/c, and therefore does not fully charge. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the battery of the cardiosave intra-aortic balloon pump (iabp) did not charge fully. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
It was incorrectly reported in the previous supplemental MDR that a getinge service representative evaluated the unit. However, a getinge authorized dealer engineer was dispatched to investigate. The engineer further observed a message "battery failure" on the screen indicating that the battery was not registering in slot 1 with a red alert symbol. A supplemental report will be submitted if additional information is provided. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
N/a